Event description:
It was reported that the patient presented remotely. The implantable cardioverter defibrillator exhibited failure to communicate using bluetooth telemetry. No intervention was performed. No patient consequences.

Event description:
New information notes that the patient was seen in-clinic. Programming changes were made on the device resolving the wireless bluetooth communication problem. No patient consequences.